Event description:
During a clinic follow-up, the left ventricular (lv) lead was suspected to be dislodged and was confirmed with diagnostic imaging. The lv lead was explanted to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that a loss of capture was observed on the left ventricular (lv) lead.